Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the crit-line blood chamber and the dialyzer. The crit-line blood chamber was tightened as soon as the leak was visible. Estimated blood loss was less than 10 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. The sample has been discarded, but a companion sample from the same lot has been requested for investigation. The facility was unable to provide patient information.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.